Event description:
A malfunction was reported on the customer's insulin pump, specifically displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer will continue using the current pump until a replacement arrives, which was sent with updated software. The customer was informed about the necessary steps, including putting the malfunctioning pump into storage mode and returning it with a pre-paid label. Training for the new pump will be available through their tandem source account.